Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00x28mm promus premier¿ stent was advanced but was unable to cross the target lesion. The device was pulled out and it was noticed that the stent strut got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).